Manufacturer narrative:
Additional information received on 22 june 2016 and includes: the revision surgery took place on (B)(6) 2016, as planned, because of luxation. The stem was built with too much anteversion (about 30°). Changing to less anteversion. Stem, inlay and head were revised. This is the second revision underwent by the patient. On (B)(6) 2016 the first revision took place: head and inlay were changed. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: rather young lady with narrow femoral canal. Her tha was revised in (B)(6) 2016 because of recurrent dislocation. This is not visible from the xrays and hence no clinical comment is possible. Dislocation can hardly be attributable to faulty components, there is no reason to suspect that this is the case. Batch reviews performed on (B)(6) 2016. Lot 141055: (B)(4) items manufactured and released on 19 may 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Crco ball head 12/14 ø 28size m 0, code (B)(4), lot. 155862 ((B)(4)), (B)(4) items manufactured and released on 13 january 2016. Expiration date: 2020-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafit cup flat pe hc liner ø 28 / e, code (B)(4), lot. 114185 ((B)(4)), (B)(4) items manufactured and released on 06 february 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received on 15 july 2016 and includes: the cause of the first revision surgery was pain, not related to the implants. More details about products involved will be provided. On the (B)(6) the r&d project manager analysed the image received commenting: bone and blood are present on the stem. Some signs can be noted on the neck of the stem, probably due to the removal phase. It is not possible from the inspection of the image determine the root cause of the event. Not available.

Event description:
Revision surgery because of luxation.

Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: the sales representative stated that information concerning the implants explanted in the first revision will not be available.